Event description:
It was reported that this pacemaker oversensed farfield signals on the right atrial (ra) lead channel, leading to inappropriate mode switching. No further information was available from the field. This device remains in service. No adverse patient effects were reported.